Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor in the examination room did not display anything. A review of the system log file showed a replacement of the 5v power supply unit, including the power cable. After functional testing, fse replaced the unit containing the power cable. After the replacement of the unit containing the power cable, the system was returned to use in good working order. These codes were updated based on investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the live monitor in the examination room did not display anything. The system was in clinical use and restart did not resolve the issue. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the live image was not available. Troubleshooting actions showed a problem with the 5v power supply unit required for image output was faulty. The fse replaced the power cables and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow-up report will be submitted when further information is received.